Event description:
New information received notes that programming change was made. The patient's condition was stable.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07757. It was reported that when the patient presented in clinic for a follow up, non-sustained rv noise episodes due to post-paced t-wave oversensing were observed. Programming changes were suggested. The patient was scheduled to be present in clinic for the programming change. The patient was stable.